Event description:
A patient reported blood glucose results of "117 mg/dl and 147 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, tests strips and control solution are being replaced.